Event description:
The source literature reported that the following day post-implantation of a pacemaker system, this patient complained of chest pain that did not respond to analgesics. A chest x-ray was performed, which confirmed normal lead positioning, but no pneumothorax was present. Additionally, an echocardiogram did not show any pericardial effusion. However, when a chest computed tomography (CT) scan was performed, a right pneumothorax, associated with a pneumopericardium and a pneumomediastinum. These findings were determined to be the result of a right atrial (ra) perforation by the newly implanted ra lead. After a multidisciplinary discussion, a conservative treatment strategy was chosen based on the small size of the pneumothorax and hemodynamic stability of the patient. Eight days later, another CT scan was performed, which confirmed that the pneumothorax, pneumopericardium and pneumomediastinum had completely resolved. Twelve days following the system implant procedure, the patient was discharged from hospital. After a year of uneventful follow-ups, the patient is continuing to do well and is symptom-free. At this time, the ra lead remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
With all the available information, boston scientific concludes this lead appeared to have perforated the patient's heart. The complaint device was not returned by the customer; therefore, no product analysis could be performed. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
The source literature reported that the following day post-implantation of a pacemaker system, this patient complained of chest pain that did not respond to analgesics. A chest x-ray was performed, which confirmed normal lead positioning, but no pneumothorax was present. Additionally, an echocardiogram did not show any pericardial effusion. However, when a chest computed tomography (CT) scan was performed, a right pneumothorax, associated with a pneumopericardium and a pneumomediastinum. These findings were determined to be the result of a right atrial (ra) perforation by the newly implanted ra lead. After a multidisciplinary discussion, a conservative treatment strategy was chosen based on the small size of the pneumothorax and hemodynamic stability of the patient. Eight days later, another CT scan was performed, which confirmed that the pneumothorax, pneumopericardium and pneumomediastinum had completely resolved. Twelve days following the system implant procedure, the patient was discharged from hospital. After a year of uneventful follow-ups, the patient is continuing to do well and is symptom-free. At this time, the ra lead remains implanted and in-service. No additional adverse patient effects were reported.